Event description:
Chemo unit inserted nexiva sp and there is leakage from the exit site of the needle mechanism. Customer concerned about chemo spill because of the leaking. Patient impact "none".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed a 22g nexiva IV catheter in a patient's arm. Blood was on the external surface of the septum and canister. Due to a trend of similar complaints, this appeared to be manufacturing related issue. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.